Manufacturer narrative:
Device evaluation pending.

Event description:
It was reported that a device had an invalid syringe size. Patient involvement is unknown.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the front corners of the top case were chipped and bottom and right plunger case were cracked. Review of the event history log showed an occurrence of "invalid syringe size." Functional testing was unable to duplicate the reported issue, all readings were found to be within the required specifications. The size pot and tapered spring were replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.